Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) to cycle power to clear the alarm and the tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the cause of the alarm was unknown and therapy was not completed the night of the alarm. The sample was discarded and a companion sample was available and requested with an unknown lot number as the patient was not at home. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.